Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("constant pain/ pelvic pain/ pain"), ectopic pregnancy with contraceptive device ("pregnancy (ectopic)/ pregnancy (stillbirth or miscarriage)"), abortion of ectopic pregnancy ("pregnancy (stillbirth or miscarriage) / miscarriage") and genital haemorrhage ("heavy abnormal bleeding") in a 23-year-old female patient who had essure (batch no: b53036) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Co-suspect products included mirena intrauterine delivery system. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida ii, parity 1, c-section (baby born with hip displaced), endometriosis in 2015 and depression. Date not reported: confirmation test for essure (unspecified test): occlusion for essure confirmed. Date not reported: 3 pregnancy tests which all of them showed negative results. Previously administered products included for an unreported indication: mirena from on (B)(6) 2012 to on (B)(6) 2013, ortho low from 2009 to on (B)(6) 2011 and depo provera from 2007 to 2009. Past adverse reactions to the above products included adverse event with depo provera; and pregnancy with ortho low. Concurrent conditions included obesity, pelvic adhesions since 2015, polycystic ovarian syndrome since 2018 and paratubal cyst. Concomitant products included escitalopram oxalate (lexapro), medroxyprogesterone acetate (depo provera) and vitamins nos. On an unknown date, the patient had mirena inserted, releasing product at daily dose 20 mcg/24hr. In 2013, the patient experienced abdominal pain ("abdominal pain and cramps/ abdominal pain") and the first episode of dyspareunia ("painful intercourse"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced allergy to metals ("allergic or hypersensitivity reaction (nickel allergy)"), endometriosis ("endometriosis"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), the second episode of dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), depression ("depressed"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"), was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain"). The patient was treated with oxycodone hydrochloride; paracetamol (percocet) and surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2015. Mirena was removed. At the time of the report, the pelvic pain, ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, genital haemorrhage, vaginal discharge, depression, vulvovaginal pain, abdominal pain lower, allergy to metals, endometriosis, nausea, dysmenorrhoea, the last episode of dyspareunia and fatigue outcome was unknown, the abdominal pain had not resolved and the weight increased outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure and mirena occurred during the first trimester. The reporter considered abdominal pain, abdominal pain lower, abortion of ectopic pregnancy, allergy to metals, depression, dysmenorrhoea, ectopic pregnancy with contraceptive device, endometriosis, fatigue, genital haemorrhage, nausea, pelvic pain, vaginal discharge, vulvovaginal pain, weight increased, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter considered abdominal pain, abdominal pain lower, abortion of ectopic pregnancy, allergy to metals, depression, dysmenorrhoea, ectopic pregnancy with contraceptive device, endometriosis, fatigue, genital haemorrhage, nausea, vaginal discharge, vulvovaginal pain, weight increased, the first episode of dyspareunia and the second episode of dyspareunia to be unrelated to mirena. The reporter considered pelvic pain to be related to mirena. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.9 kg/sqm. Hysterosalpingogram: on (B)(6) 2014: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-feb-2019: plaintiff fact sheet received : event added- abortion of ectopic pregnancy (pregnancy (stillbirth or miscarriage/ miscarriage). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("constant pain/ pelvic pain"), genital haemorrhage ("heavy abnormal bleeding") and ectopic pregnancy with contraceptive device ("pregnancy (ectopic)") in a 23-year-old female patient who had essure (batch no. B53036) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Co-suspect products included mirena intrauterine delivery system inserted. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included gravida ii, parity 1, c-section (baby born with hip displaced) and endometriosis in 2015. Previously administered products included for an unreported indication: mirena from (B)(6) 2012 to (B)(6) 2013, ortho low from 2009 to (B)(6) 2011 and depo provera from 2007 to 2009. Past adverse reactions to the above products included adverse event with depo provera; and pregnancy with ortho low. Concurrent conditions included obesity, pelvic adhesions since 2015, polycystic ovarian syndrome since 2018 and paratubal cyst. Concomitant products included escitalopram oxalate (lexapro), medroxyprogesterone (depo provera) and vitamins. On an unknown date, the patient had mirena inserted, releasing product at daily dose 20 mcg/24hr. In 2013, the patient experienced abdominal pain ("abdominal pain and cramps/ abdominal pain") and the first episode of dyspareunia ("painful intercourse"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced allergy to metals ("allergic or hypersensitivity reaction (nickel allergy)"), endometriosis ("endometriosis"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), the second episode of dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), depression ("depressed"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced weight increased ("weight gain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with oxycocet (percocet) and surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2015. Mirena was removed. At the time of the report, the pelvic pain, genital haemorrhage, vaginal discharge, depression, vulvovaginal pain, abdominal pain lower, ectopic pregnancy with contraceptive device, allergy to metals, endometriosis, nausea, dysmenorrhoea, the last episode of dyspareunia and fatigue outcome was unknown, the abdominal pain had not resolved and the weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, depression, dysmenorrhoea, ectopic pregnancy with contraceptive device, endometriosis, fatigue, genital haemorrhage, nausea, pelvic pain, vaginal discharge, vulvovaginal pain, weight increased, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, depression, dysmenorrhoea, ectopic pregnancy with contraceptive device, endometriosis, fatigue, genital haemorrhage, nausea, vaginal discharge, vulvovaginal pain, weight increased, the first episode of dyspareunia and the second episode of dyspareunia to be unrelated to mirena. The reporter considered pelvic pain to be related to mirena. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain". Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("constant pain/ pelvic pain/ pain"), ectopic pregnancy with contraceptive device ("pregnancy (ectopic)/ pregnancy (stillbirth or miscarriage)"), abortion of ectopic pregnancy ("pregnancy (stillbirth or miscarriage) / miscarriage"), genital haemorrhage ("heavy abnormal bleeding") and fallopian tube cyst ("surgical removal of fluid cyst on fallopian tube") in a 23-year-old female patient who had essure (batch no. B53036) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Co-suspect products included mirena intrauterine delivery system. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida ii, parity 1, c-section (baby born with hip displaced) and endometriosis in 2015. Date not reported - confirmation test for essure (unspecified test) - occlusion for essure confirmed. Date not reported - 3 pregnancy tests which all of them showed negative results. Previously administered products included for an unreported indication: mirena from (B)(6) 2012 to (B)(6) 2013, ortho low from 2008 to (B)(6) 2011 and depo provera from 2007 to 2009. Past adverse reactions to the above products included adverse event with depo provera; and pregnancy with ortho low. Concurrent conditions included obesity, pelvic adhesions since 2015, polycystic ovarian syndrome since 2018, paratubal cyst and depression. Concomitant products included escitalopram oxalate (lexapro), medroxyprogesterone acetate (depo provera) and vitamins nos. On an unknown date, the patient had mirena inserted, releasing product at daily dose 20 mcg/24hr. In 2013, the patient experienced abdominal pain ("abdominal pain and cramps/ abdominal pain") and the first episode of dyspareunia ("painful intercourse"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced allergy to metals ("allergic or hypersensitivity reaction (nickel allergy)"), endometriosis ("endometriosis"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), the second episode of dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fallopian tube cyst (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), depression ("depressed"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and pyrexia ("allergic or hypersensitivity reaction type: fever / autoimmune disorder type of disorder: fever"), was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain"). The patient was treated with oxycodone hydrochloride;paracetamol (percocet) and surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2015. Mirena was removed. At the time of the report, the pelvic pain, ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, genital haemorrhage, fallopian tube cyst, vaginal discharge, depression, vulvovaginal pain, abdominal pain lower, allergy to metals, endometriosis, nausea, dysmenorrhoea, the last episode of dyspareunia, fatigue and pyrexia outcome was unknown, the abdominal pain had not resolved and the weight increased outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure and mirena occurred during the first trimester. The reporter considered abdominal pain, abdominal pain lower, abortion of ectopic pregnancy, allergy to metals, depression, dysmenorrhoea, ectopic pregnancy with contraceptive device, endometriosis, fallopian tube cyst, fatigue, genital haemorrhage, nausea, pelvic pain, pyrexia, vaginal discharge, vulvovaginal pain, weight increased, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter considered abdominal pain, abdominal pain lower, abortion of ectopic pregnancy, allergy to metals, depression, dysmenorrhoea, ectopic pregnancy with contraceptive device, endometriosis, fatigue, genital haemorrhage, nausea, vaginal discharge, vulvovaginal pain, weight increased, the first episode of dyspareunia and the second episode of dyspareunia to be unrelated to mirena. The reporter considered fallopian tube cyst, pelvic pain and pyrexia to be related to mirena. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.9 kg/sqm. Hysterosalpingogram - in (B)(6) 2014: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical records: pelvic pain". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-may-2019: plaintiff fact sheet received. Events added from pfs- autoimmune disorder type of disorder: fever & cyst on fallopian tube were added. Historical drug & concomitant conditions drugs were added. Product, patient & reporter information updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("constant pain/ pelvic pain"), genital haemorrhage ("heavy abnormal bleeding") and ectopic pregnancy with contraceptive device ("pregnancy (ectopic)") in a 23-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Co-suspect products included mirena intrauterine delivery system inserted. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included gravida ii, parity 1, c-section (baby born with hip displaced) and endometriosis in 2015. Previously administered products included for an unreported indication: mirena from march 2012 to october 2013, ortho low from 2009 to june 2011 and depo provera from 2007 to 2009. Past adverse reactions to the above products included adverse event with depo provera; and pregnancy with ortho low. Concurrent conditions included obesity, pelvic adhesions since 2015 and polycystic ovarian syndrome since 2018. Concomitant products included escitalopram oxalate (lexapro), medroxyprogesterone (depo provera) and vitamins. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced abdominal pain ("abdominal pain and cramps/ abdominal pain") and the first episode of dyspareunia ("painful intercourse"). In (B)(6) 2013, the patient experienced allergy to metals ("allergic or hypersensitivity reaction (nickel allergy)"), endometriosis ("endometriosis"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), the second episode of dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), depression ("depressed"), the first episode of vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and the second episode of vulvovaginal pain ("vaginal pain"). On an unknown date, the patient experienced weight increased ("weight gain"). Last menstrual period and estimated date of delivery were not provided. On an unknown date, the patient had mirena inserted, releasing product at daily dose 20 mcg/24hr. The patient had essure in place during the first trimester of pregnancy. The patient was treated with oxycocet (percocet) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2015. Mirena was removed. At the time of the report, the pelvic pain, genital haemorrhage, vaginal discharge, depression, abdominal pain lower, ectopic pregnancy with contraceptive device, allergy to metals, endometriosis, nausea, dysmenorrhoea, the last episode of dyspareunia and fatigue outcome was unknown, the abdominal pain had not resolved and the weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, depression, dysmenorrhoea, ectopic pregnancy with contraceptive device, endometriosis, fatigue, genital haemorrhage, nausea, pelvic pain, vaginal discharge, weight increased, the first episode of dyspareunia, the first episode of vulvovaginal pain, the second episode of dyspareunia and the second episode of vulvovaginal pain to be related to essure. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, depression, dysmenorrhoea, ectopic pregnancy with contraceptive device, endometriosis, fatigue, genital haemorrhage, nausea, vaginal discharge, weight increased, the first episode of dyspareunia, the first episode of vulvovaginal pain, the second episode of dyspareunia and the second episode of vulvovaginal pain to be unrelated to mirena. The reporter considered pelvic pain to be related to mirena. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.9 kg/sqm. Hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 5-apr-2018: the events pregnancy (ectopic) (discovered pregnancy during essure removal), allergic or hypersensitivity reaction (nickel allergy), endometriosis, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal pain and fatigue were added. In addition, reporter informed that the lower abdominal pain was constant and severe and vaginal and pelvic pain was daily and severe. Plaintiff also informed that most of symptoms, if not all (not specified), decreased soon thereafter essure removal. Reporter¿s medical history was updated. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("constant pain/ pelvic pain"), genital haemorrhage ("heavy abnormal bleeding") and ectopic pregnancy with contraceptive device ("pregnancy (ectopic)") in a 23-year-old female patient who had essure (batch no. B53036) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Co-suspect products included mirena intrauterine delivery system inserted. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included gravida ii, parity 1, c-section (baby born with hip displaced) and endometriosis in 2015. Previously administered products included for an unreported indication: mirena from (B)(6) 2012 to (B)(6) 2013, ortho low from 2009 to (B)(6) 2011 and depo provera from 2007 to 2009. Past adverse reactions to the above products included adverse event with depo provera; and pregnancy with ortho low. Concurrent conditions included obesity, pelvic adhesions since 2015, polycystic ovarian syndrome since 2018 and paratubal cyst. Concomitant products included escitalopram oxalate (lexapro), medroxyprogesterone (depo provera) and vitamins. On an unknown date, the patient had mirena inserted, releasing product at daily dose 20 mcg/24hr. In 2013, the patient experienced abdominal pain ("abdominal pain and cramps/ abdominal pain") and the first episode of dyspareunia ("painful intercourse"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced allergy to metals ("allergic or hypersensitivity reaction (nickel allergy)"), endometriosis ("endometriosis"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), the second episode of dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), depression ("depressed"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced weight increased ("weight gain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with oxycocet (percocet) and surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2015. Mirena was removed. At the time of the report, the pelvic pain, genital haemorrhage, vaginal discharge, depression, vulvovaginal pain, abdominal pain lower, ectopic pregnancy with contraceptive device, allergy to metals, endometriosis, nausea, dysmenorrhoea, the last episode of dyspareunia and fatigue outcome was unknown, the abdominal pain had not resolved and the weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, depression, dysmenorrhoea, ectopic pregnancy with contraceptive device, endometriosis, fatigue, genital haemorrhage, nausea, pelvic pain, vaginal discharge, vulvovaginal pain, weight increased, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, depression, dysmenorrhoea, ectopic pregnancy with contraceptive device, endometriosis, fatigue, genital haemorrhage, nausea, vaginal discharge, vulvovaginal pain, weight increased, the first episode of dyspareunia and the second episode of dyspareunia to be unrelated to mirena. The reporter considered pelvic pain to be related to mirena. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.9 kg/sqm. Hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain". Most recent follow-up information incorporated above includes: on 4-apr-2018: medical record was received. Reporter information, concomitant disease, lot number were added from mr. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("constant pain/ pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Co-suspect products included mirena intrauterine delivery system inserted. The patient's previously administered products included for an unreported indication: ortho low and depo provera. Past adverse reactions to the above products included pregnancy with ortho low. Concomitant products included medroxyprogesterone (depo provera). On an unknown date, the patient had mirena inserted, releasing product at daily dose 20 mcg/24hr. In 2013,the patient experienced abdominal pain ("abdominal pain and cramps/ abdominal pain") and dyspareunia ("painful intercourse"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), depression ("depressed"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). On an unknown date, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), depression ("depressed"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). On an unknown date, the patient experienced weight increased ("weight gain"). The patient was treated with oxycocet (percocet), escitalopram oxalate (lexapro) and surgery (undergo one or more surgeries to remove one or more of the essure). Essure was removed on (B)(6)2015. Mirena was removed. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, vaginal discharge, depression, vulvovaginal pain and abdominal pain lower outcome was unknown, the abdominal pain had not resolved and the weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. The reporter provided no causality assessment for depression, vaginal discharge and weight increased with essure. The reporter considered pelvic pain to be related to mirena. The reporter considered abdominal pain, abdominal pain lower, depression, dyspareunia, genital haemorrhage, vaginal discharge, vulvovaginal pain and weight increased to be unrelated to mirena. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was -1 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2017: fup summons: vaginal pain, severe cramping and heavy abnormal bleeding added. Events pelvic pain and abdominal pain clubbed with previously reported events. Action taken with drug updated to drug withdrawn. Case classification updated to potential legal case . Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.